Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 398 mg/dl at the time of incident. The customer's blood glucose was over 600 mg/dl at the time of call. The customer stated that they were treating the high blood glucose with the insulin pump. The customer stated that they experienced nausea and they were vomiting. The customer stated that they found few air bubbles in the tubing. The customer declined to continue troubleshooting at the time of call. The insulin pump will not be returned for analysis.